Manufacturer narrative:
Tracking #.45553. Date sent: 11/13/1998. D6: device returned with no lot identification. H6: the instrument was rec'd with the retractor spoon completely broken from the end of the tube forward. The broken off piece was returned taped to the handle of the instrument. No conclusion could be reached as to why the spoon had broken. Endopath subcu-retractor: based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument's retracting spoon had broken during surgery, making the instrument non functional. The instrument was rec'd with the retractor spoon completely broken from the end of the tube forward. The broken off piece was returned taped to the handle of the instrument. There was damage to the spoon lugs on the inside of the support tube which is indicative of interference with the scope. There was axial cracking observed along the top of the tube on the cover side, extending back to the rear of the spoon, and a gouge on the outside left edge of the spoon. The instrument would not function as designed due to a broken spoon and no conclusion could be reached as to why the spoon had broken.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device broke. It was not reported if there were any pt consequence. Add'l info received on 10/2/97. It was stated by the affiliate that the spoon broke off from the shaft. It was also stated that there was no pt consequence. The device is reported as a subcu-retractor. Changed the consequence to pt field to reflect this add'l info received.